Manufacturer narrative:
Complaint (B)(4). Retrospective filing: no samples (actual or unused) were received for evaluation. Received customer pictures. No material number was provided. No batch number was provided. No clarification or further information was received from the customer after multiple attempts. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our affiliated headquarters for their information. The cause of the cannot be determined due to insufficient information.

Event description:
Customer states there was an issue with the blood separation. The gel did not settle into one layer after centrifugation. Customer states that they had not seen this before and this is the only occurance of which are aware. Customer advise that they have developed handling/centrifuge instructions for their specific product.